Event description:
It was reported that the tube between the reservoir and the blood bag came off at the reservoir port. None of the collected blood could be re-infused. The patient required a blood transfusion from pre-donated blood due to this event.

Manufacturer narrative:
The device has not yet been received by the manufacturer for investigation. When the device is received, an investigation will be performed and a follow up report will be filed.